Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing), and amikacin injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. On an unknown date, the patient recovered from the events. It was reported that the patient was retrained on proper aseptic techniques. No additional information is available at the time of this report.